Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, the event investigation found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was attached to a patient, the epg began pacing at a rate much higher than programmed. The patient was programmed at 70 bpm, 10 milliamp (ma) output, sensitivity 0.5 mv. The patient was in a sinus rhythm when this event occurred. The nurse saw the event, ran an ECG strip and disconnected the epg. The biomedical engineer was able to reproduce the problem while testing it after the event. The epg was taken out of service. No patient complications have been reported as a result of this event.